Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while trying to clear a low reservoir alert. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Additionally, the customer stated that there was insulin in the reservoir compartment a few days prior to the button error alarm. The customer then experienced a low blood glucose of 46 mg/dl, which she treated by indiscriminately eating the food in the house. No products were shipped or returned since the customer threw away the reservoir and did not know her insulin pump's lot number.